Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the ER with slow vt. Non-invasive program stimulation (nips) could not be accessed during the ongoing episode. Patient experienced syncope. Programming changes were made and nips feature was available to convert the arrhythmia and deliver atp. Patient received appropriate shocks and was converted back to normal rhythm.